Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that system exhibited an abrupt change in pacing impedance measurements on the atrial channel which had triggered the lead safety switch (lss) due to a measurement greater than 2000 ohms. Inappropriate mode switches were noted and the presenting data showed ap with no evidence of capture. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating the lead safety switch (lss) had been triggered due to a pacing impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. A review of the device data noted a stored ventricular episode due to noise and oversensing. A boston scientific technical services consultant recommended programming changes which the caller stated will be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.